Manufacturer narrative:
The customer¿s report that the tubing disconnected and leaked was confirmed. The set was visually inspected including use of magnification and no issues were observed. Functional and pressure testing resulted in the fluid flowing freely with no issues observed. Dimensional analysis was performed and the set was within specification. The root cause of the disconnection and leak was the spinning spiros connector not being properly secured to the primary set¿s spinning male luer.

Event description:
The set had been in use less than 3 days at the time of the event.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing disconnected and leaked during a blinotumamab infusion. The disconnection occurred between the IV tubing and the non-bd closed system connector which remained attached to the patient¿s central venous access device. Although several drops of liquid fell on the patient after the leak, no patient or clinician harm was reported. New medication was ordered and mixed in pharmacy, and as a result, the patient experienced a delay in care which resulted in discharge one day later than expected.